Event description:
Philips received information where a customer reported the CT gantry would not tilt to the home position. There was no unwanted/uncommanded motion of the patient table and no report of injury to the patient or operator, but if this malfunction were to recur, there is potential for uncommanded motion which could result in pinching or entrapment of a patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).